Event description:
Customer reported device = 97 mg/dk at 7 am. Doctor advised & customer took 5 units of insulin. At 8:30-10 am, customer was at pharmacy and had low blood glucose symptoms. Customer was disoriented and had orange juice, glucose tablets, and peanut butter. At 10:30 am, paramedics arrived and their device = 60 mg/dl. Customer was given an IV at 11:15 am. Customer's glucose = 255 mg/dl and customer would not go to the hosp. No controls used. A request was made for return product and replacement product sent.